Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, the physician was performing a challenging case that could not be performed under surgery. While positioning the main body of the stent graft system, the physician was unable to recapture the tip of the graft and while forcing the delivery system a little bit, only part of the tip withdrawn, and a part remained in the patient. Because of this, the case had to be converted to an open procedure. It was reported that the patient died due to complications. No additional clinical sequelae were reported.

Manufacturer narrative:
Device evaluation summary: the spindle and tip had detached at the stent stop. A section of spindle material remained attached to the stent stop. The material was jagged. A loose pieces of spindle material was observed inside the stent graft. The graft cover was partially bunched and damaged. A short tear was visible on the bunched area of the graft cover. The detached spindle and tip were not provided for evaluation. A review of the device manufacturing documentation did not reveal any anomalies. From the information provided the exact cause of the delivery issue/death cannot conclusively be determined. No film was returned for this event. The root cause of the event could not be conclusively be determined as the event occurred in vivo. The device was returned in a condition that an attempt to recreate the event was not possible. The spindle and tip was confirmed to have detached at the stent stop. The physician noted that this was a challenging case. The cause of the death was determined to be due to complications during the open procedure. The cause of the tip detachment is undermined but may be related to the difficulty of the case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.